Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - revision thr - periprosthetic fracture the product was not returned to depuy synthes, however photos were provided for review. See attachment (additional info (B)(4)). The photo investigation confirmed a periprosthetic fracture on the lateral side of the femur, however there is no evidence that the device associated with this complaint contributed to the fracture. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed, however it is highly unlikely that the corail amt collar size 14 would have contributed to the adverse event. Based on the investigation findings. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Event description:
Revision thr - periprosthetic fracture patient status/ outcome / consequences , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study : unknown, (B)(4) device property of : none, device in possession of : none, (B)(4) device property of : none, device in possession of : none, (B)(4) device property of : none, device in possession of : none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst .true.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.